Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I hbsag result for one patient. Alinity I hbsag result = 0.01 iu/ml negative, repeat result = negative (no result provided). The hbv-dna result = positive. The patient¿s historical test results and medical history from 2015: hbsab: >1000miu/ml, hbcab: positive, hbeag and anti-hbe negative. The patient was hbsag was positive and was diagnosed as a hepatitis b carrier. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57093fn01; however, no related trends were identified. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause lot number. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 57093fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I hbsag result for one patient. Alinity I hbsag result = 0.01 iu/ml negative, repeat result = negative (no result provided). The hbv-dna result = positive. The patient¿s historical test results and medical history from 2015: hbsab: >1000miu/ml, hbcab: positive, hbeag and anti-hbe negative. The patient was hbsag was positive and was diagnosed as a hepatitis b carrier. No impact to patient management was reported.